Manufacturer narrative:
H6- health effect - impact code should be "additional surgery" rather than "no health consequences or impact".

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, it was noted that the pacemaker (pm) was under advisory. The pm was explanted prophylactically and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.